Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, medical record was provided for review. The medical records allege that, patient underwent the port placement procedure for sixth time for long term central venous access. Under fluoroscopic guidance the tip was positioned within the superior vena cava. One week and four days later, patient presented with the complaints of pain and bruising and possible infection at her left port-a-cath site of her left upper chest area. She had previously in the right side which bleed a lot and also got infected and had to be removed. She has swelling and redness surrounding the left chemo port. A computed tomography of thorax with contrast study was performed which showed non-specific 2.6 cm opacity adjacent to the left port-a-cath which may be resolving hematoma, inflammation or infection. Patient appears to have a hematoma near the left chemo port. No clear evidence of infection at this point and antibiotics on hold. X-ray chest was performed next day which showed left chest subcutaneous central venous port identified with no coiling of catheter. The tip projects at the upper superior vena cava. Interventional radiologist seen the patient on next day and accessed the port and was able to easily be aspirated and flushed. No evidence of port leak and no sign of infection and cleared the port for use. Approximately one week later, patient presented for scheduled pacemaker placement procedure. X-ray chest was performed which showed left chest port was present with the tip at superior aspect of the superior vena cava. She underwent dual chamber pacemaker placement and managed by cardiologist. Two weeks and three days later, patient presented with the complaints of chest pain at area of port-a-cath onset one week. Tenderness and pain to palpation with redness. Blood cultures drawn. A computed tomography of thorax was performed which revealed small fluid collection which may represent abscess, hematoma, or seroma inferior to the port. Physical examination was performed which showed redness, swelling and heat to port-a-cath site. Patient was diagnosed with port-a-cath cellulitis with underlying abscess. Broad spectrum antibiotic cefepime and daptomycin was ordered and cultures taken. Patient will likely require port removal. Two days later, patient underwent removal. Two days later, patient had a follow-up office visit for port-a-cath infection. Cultures result showed growing staphylococcus epidermidis. She was on appropriate antibiotics and further recommendations has been made. It can be confirmed that the patient experienced swelling, redness (erythema), chest pain, hematoma, cellulitis, abscess and bacterial infection. However, the relationship to the port is unknown. Therefore, the investigation is confirmed for reported swelling, redness (erythema), chest pain, hematoma, cellulitis, abscess and bacterial infection. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that sometime later port placement procedure, the patient developed with swelling, redness, hematoma and abscess formation. It was further reported that patient was diagnosed with bacterial infection and cellulitis and experienced chest pain. Reportedly, the infected port was removed and new port has been implanted. The current status of the patient was unknown.